Event description:
It was reported that an ilet user experienced hyperglycemia after dinner, with a blood glucose of 376 mg/dl, despite reporting a reduced meal and using an inset infusion set; a site-only change was performed and the removed teflon cannula was not bent. Symptoms included elevated blood glucose. Outcomes included completion of troubleshooting and education and arrangement for follow-up. Investigation included counseling to change the infusion site and assessment of the removed cannula, with replacement supplies arranged. Investigation of this case revealed no visible cannula deformation and no device malfunction identified, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.